Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the patient¿s husband took the patient to the emergency room because they were weak, shaky and sweaty. It was reported that the receiver was not alerting (it is unknown what the cgm was displaying during the time the patient was symptomatic) and a finger stick reading was not taken. At the ER, the patient¿s blood glucose (bg) was checked and it was 299 mg/dl. The patient was treated with dextrose and potassium. At some point during the event, the patient was in the intensive care unit. It was reported that initially, the doctor thought the patient was in diabetic ketoacidosis (dka) but later found out that the patient¿s thyroid was overactive from her thyroid medication. The patient was discharged on (B)(6) 2024. The patient stated when she got home, she noticed that the alerts were turned off on her receiver but stated she did not turn them off. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.